Manufacturer narrative:
H6: additional information provided. The quality investigation is complete.

Event description:
It was reported that there was a potential sterility breach on the packaging of two devices. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event. Update: both blades broke in half inside the packaging. This record addresses one of the instances reported.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer.

Event description:
It was reported that there was a potential sterility breach on the packaging of two devices. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event. This record addresses one of the instances reported.